Manufacturer narrative:
Patient age/date of birth not available from the site. A manufacturer representative went to the site to test the navigation system. The system performed as intended. It was confirmed that no parts were replaced. A software analysis was initiated to determine the cause of the issue. Analysis determined that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a cervical spine procedure. It was reported that a nuvasive screwdriver was used and showed an inaccurate length. They were projecting an awl on the navlock. All other medtronic instruments and taps were accurate, the nuvasive driver was inaccurate on multiple navlocks. Additional information was received stating that the procedure was continued without the navigating screws. The taps were accurate. The amount of inaccuracy was said to be "about a screw length." There was no impact on patient outcome.